Event description:
It was reported that the customer had a motor error on his insulin pump. His blood glucose was 187mg/dl at the time of reporting. His mother was advised to revert to his backup plan. The insulin pump was being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.